Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an im plantable neurostimulator (ins). It was reported that the ins pocket is painful, and the patient was unable to charge due to location. Factors that contributed to the issue were the patient's anatomy. The patient was scheduled to revise the pocket and replace with a non-rechargeable device on (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the case was canceled due to covid-19. No further information was reported.